Event description:
It was reported to boston scientific corporation that a 7fr naviflex delivery system was used during a biliary drainage procedure performed on (B)(6) 2013 in the hepatic portal region. According to the complainant, 2 metallic stents had previously been deployed to the hepatic portal region and during this procedure, the physician was attempting to deploy the stent between the two metallic stents. After crossing the guide wire, the physician inserted the cannula between the metallic stents and inserted the pigtail stent. The distal end of the pigtail reached to the target lesion passing through the metallic stents. Then the physician removed the guide wire and pulled the guiding catheter. Though the physician felt slight resistance, he was able to pull the guide catheter. The physician then deployed the stent, however, when the physician observed the lesion through the endoscope, the black guiding catheter was observed to be detached and retained within the stent. The pigtail stent and broken guide catheter were removed using forceps and the procedure was completed with another stent without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of guide catheter broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation found out that the stent was bent in arch with both pigtails relaxed and there were no kinks identified. Guide catheter was detached from the pull wire and was also bent. Push catheter was also bent on the distal side and was kinked from the distal end. The pull wire was actuated and was found moving back and forth without resistance inside the push catheter. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such tortuous anatomy or maneuvering of the device, therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label.

Event description:
It was reported to boston scientific corporation that a 7fr naviflex delivery system was used during a biliary drainage procedure performed on (B)(6) 2013 in the hepatic portal region. According to the complainant, 2 metallic stents had previously been deployed to the hepatic portal region and during this procedure, the physician was attempting to deploy the stent between the two metallic stents. After crossing the guide wire, the physician inserted the cannula between the metallic stents and inserted the pigtail stent. The distal end of the pigtail reached to the target lesion passing through the metallic stents. Then the physician removed the guide wire and pulled the guiding catheter. Though the physician felt slight resistance, he was able to pull the guide catheter. The physician then deployed the stent, however, when the physician observed the lesion through the endoscope, the black guiding catheter was observed to be detached and retained within the stent. The pigtail stent and broken guide catheter were removed using forceps and the procedure was completed with another stent without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.